Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 544 mg/dl and ketone level was moderate. Healthcare provider identified ketone level as dangerous. Customer administered a manual insulin injection to address bg level. Pump system check was performed with technical support. No issues were identified with the infusion set or pump. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event, and customer was provided additional training.